Event description:
A report was received that the patient underwent an explant procedure due to pain at the pocket site and difficulty charging the ipg. The device was working properly prior to explant. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure due to pain at the pocket site and difficulty charging the ipg. The device was working properly prior to explant. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.